Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery (mid lad). After pre-dilation using a 3.5x15mm and a 3.5x20mm apex balloon catheter, a 3.50x24mm promus element plus stent delivery system was advanced over a non-bsc 190cm guidewire into a gzilla guide extension catheter. The device was caught on the collar of the guide catheter pushing the stent up to the proximal shaft. The whole system was removed out of the patient. A non-bsc 3.5x23mm stent was implanted and post-dilation was performed. The procedure was finished successfully with no negative outcome. No patient complications were reported and the patient¿s condition was fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that the stent detached from the balloon. The stent had moved proximally on the catheter. The entire stent was severely bunched up causing it to become lodged on the distal end of the distal outer. The balloon was wrapped and did not appear to have been inflated. Stent crimp marks were clearly visible. The tip was dented and flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-05497. It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mid left anterior descending artery (mid lad). After pre-dilation using a 3.5x15mm and a 3.5x20mm apex balloon catheter, a 3.50x24mm promus element plus stent delivery system was advanced over a non-bsc 190cm guidewire into a gzilla guide extension catheter. The device was caught on the collar of the guide catheter pushing the stent up to the proximal shaft. The whole system was removed out of the patient. A non-bsc 3.5x23mm stent was implanted and post-dilation was performed. The procedure was finished successfully with no negative outcome. No patient complications were reported and the patient¿s condition was fine.